Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fall and had not felt stimulation since then. The rep tested the impedances and they were found to be out of range. A lead revision surgery was planned. It was noted that the issue was not resolved at the time of the report.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had the entire system replaced and the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. It was reported that patient fell on (B)(6) 2017 and was kept in a hospital for about 2 weeks. Ever since, patient had not felt the spinal cord stimulation working. After interrogation, it was noticed that all electrode impedances were out of range/high impedance. Patient's clinical diagnosis is low back pain. The etiology was reported as related to the device or therapy and not related to the implant procedure. Patient's therapy was suspended and patient was instructed to turn off spinal cord stimulation to avoid feeling surges of stimulation until they got clear to have replacement by their primary care physician. No further complications were reported as a result of this event.